Event description:
It was reported that the asymptomatic patient presented via merlin.net. The pulse generator exhibited in backup vvi operation. The patient was brought into clinic for further troubleshooting. After a device firmware download, the device restored to normal function successfully. The device remained implanted.

Manufacturer narrative:
(B)(4).